Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 to treat stress incontinence, urethral hypermobility, and mixed intrinsic sphincter deficiency. On (B)(6) 2011, the patient experienced a sudden onset of right lower quadrant pain fifteen minutes after a sneeze with dizziness. Forty five minutes later, the patient developed worsening pain. The patient went to the emergency room. At the hospital, the patient had severe pain and a mass on the right sidewall was discovered. The patient was taken directly to the operating room and underwent an exploratory laparotomy. A hematoma with acute bleeding from the accessory obturator vessel was noted. The sling was not removed. The physician opined that the patient's sneeze caused the sling to cut the nearby artery.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.